Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. They checked the lines and bags and found no leaks. The unused clamps were closed. The home patient (hp) had not disconnected. They cycled power off and on to clear the se 2240 alarm followed by a se 2367 alarm ending therapy. The baxter technical service representative (tsr) had the hp close all clamps and disconnect using aseptic technique. They removed the cassette and the hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Global field surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy the next day after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and the nurse was not aware of the patient having had that alarm. As far as she knows the patient has been resuming therapy successfully. She would discuss the alarm with the patient the next time she sees them. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.